Event description:
See initial report.

Manufacturer narrative:
H.10: through follow up communication livanova learned that the device was cleaned and maintained as per the instruction for use. Reportedly, the customer is conducting repeated disinfection cycles and the bacterial count decreased and not yet eliminated. Through further follow up communications with the customer on (B)(6), 2021 livanova learned about other cases of contamination in the past months. It is unknown if these contaminations had occurred on the same device or other serial numbers. Follow up with the customer is ongoing to clarify if the reported issue affects only one device or others. Separated manufacturer incident reports will be submitted in case of other devices at the facility were/are contaminated. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: through follow-up communication, the customer reported that the devices are cleaned constantly. However, it is still unclear if deviations from device instruction for use have been resolved. In addition, it was learned that a source of mycobacterium chelonae was identified by the customer. In detail, it was reported that one of the faucets is growing the bacterium and that sink does not have enough chlorine. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chelonae. The laboratory report confirming the reported contamination has been provided to livanova. Despite repeated disinfection cycle the contamination persisted. There is no known patient involvement.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device was cleaned and maintained as per device instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of 2-3 feet from the surgery field. Reportedly, since (B)(6) 2021 the device was stored drained and the h2o2 is not checked being the device empty. It is unclear if the h2o2 daily monitoring was applied according to instruction for use also during previous period of storage. In addition, it was learned that the equipment has been ran daily while in storage and the last culture results have returned with no bacterial growth. No additional information is available on this specific case and the root cause of the reported contamination could not be determined.

Event description:
See initial report.